Event description:
Reportedly, the physician noticed that during the first interrogation at implantation after saving the impedance, threshold and sensing measurements, these measurement values did not appear in the printouts. They appeared in the following interrogations.

Event description:
Reportedly, the physician noticed that during the first interrogation at implantation after saving the impedance, threshold and sensing measurements, these measurement values did not appear in the printouts. They appeared in the following interrogations.

Manufacturer narrative:
(B)(4).